Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the bristle portion (long with a piece of metal) of their oral-b toothbrush head broke off in their mouth. No injury was reported.